Manufacturer narrative:
No technical issues were found with the system upon inspection (the probe was discarded by the user and therefore not inspected). Investigation attributed the root cause to a user error: incorrect treatment protocol upon which extremely high energy levels were delivered to the treatment area, leading to full thickness burns and necrosis of the dermal plexus. The burns have been surgically excised, the patient is fine and the doctor received a retraining.

Event description:
Full thickness burns in axillary region following quantum procedure.